Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Visual inspection of the returned product noted that the reload were partially fired. Microscopic evaluation noted that the first reload had damage to the cutting edge of the knife blade. Bowed anvils and sub-flush staple pushers were noted on both reloads. Functionally the reload was loaded into a post market vigilance instrument, the interlock was overridden, and the reload was applied to test media. All remaining staples were placed, and test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed conditions may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user; ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient was brought into the ER with a gunshot wound. The surgeon did a low anterior resection. They used the powered stapler with the radial reload; however, the surgeon was not able to complete the firing. The light-emitting diode (led) screen on the stapler showed green in lane 1 & 2. Lane 3 showed a yellow caution sign when the reload stopped firing. There was an incomplete staple line distally. They opened the manual staple and tried the black reload. Also did not complete firing. Finally, they opened the linear stapler and got almost across with the green reload. The surgical time was extended by 30 minutes or more due to the product problem. There was no patient injury. When they looked at the pictures of the linear stapler, they were not sure it fired all staples.